Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 89 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.